Event description:
There was an allegation of questionable results using the gm eplex resp pathogen 2 panel eua for 1 patient sample on an eplex system. It was reported that influenza a h1-2009 subtype was detected, and there was no signal found for the influenza a target. The sample was repeated. The influenza a h1-2009 subtype was detected, and there was no signal found for the influenza a target.

Manufacturer narrative:
The eplex base analyzer serial number is (B)(6). The investigation did not identify a specific cause of the event. No analyzer malfunction was observed, and the eplex instrument was working within design specifications. The issue was consistent with a lower than intended target concentration within the sample volume analyzed by the assay. This lot contains a raw material that has been identified as having potential for leaks. No leaks were observed, however small amounts of reagent may not be visible. The issue is also consistent with a low target concentration withdrawn and loaded into the delivery port. This can create limit of detection challenges if the concentration is at or near the analytical sensitivity of the assay.